Manufacturer narrative:
Unfortunately, the sample has not been returned for evaluation at this time, therefore we are unable to determine the cause for the reported issue. A lot number was not reported either, therefore a review of the device history record could not be performed. If the sample becomes available we will reopen the investigation. The customer has slated that they have sent the product off lo an outside agency for evaluation and at this time they do not have any results.

Event description:
Rt607-853 expiratory limb burned and melted while attached to ventilated pt. Resulting small fire/burn extinguished by rt/nursing staff. No pt injury or harm was reported.